Manufacturer narrative:
(B)(4). Device evaluation: a review of the records related to this equipment that included labeling, manual, trending, device history records, service records, and risk documentation reviews for this equipment were performed. The review of the device history record (DHR) for the system showed that there were no issues or non-conformities. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not significant change over historical complaint limits, and no recognizable adverse trend. Based on the investigation no problem was found. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020, and presented on (B)(6) 2020 with diffuse lamellar keratitis (dlk) in both eyes (stage 1 in right and stage 2 in left eye. The topical steroid dosage was increased and flap lift, and rinse was performed. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of not being able to see up close, and that right eye feels like something is in there. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2020: right eye pre-op: 20/15; -6.25 x -.75 x 20 left eye pre-op: 20/15; -5.50 x -1.00 x 159 bcva from (B)(6) 2020: right eye post-op: 20/25. Left eye post-op 20/25